Event description:
A patient with multiple fractures had the inferior vena cava (ivc) filter implanted during hospitalization. Upon removal of the filter two years later, it was found that the one filter arm broke at the level of the sheath valve. The ivc filter with six long arms and five short arms was removed intact and the sixth short arm that broke off was removed as well. The ivc appeared normal on a post procedure cava gram. There was no patient injury or documented adverse effect related to the fractured ivc filter.